Manufacturer narrative:
Complaint name: (B)(4). Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying conditions as unstable angina and silent ischemia and was further referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in proximal left anterior descending (lad) artery with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 2.75 mm.. The target lesion was treated with pre-dilatation and placement of a 2.75 x 28 mm synergyii stent. Following post dilatation, residual stenosis was 0%. Six days after, the patient was discharged on dual antiplatelet therapy. In june 2017, the patient expired in hospice care with unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2017, the patient was admitted to hospice care for end-stage chronic obstructive pulmonary disease (copd). Fourteen days later, the patient complained of fatigue and shortness of breath. End stage copd was medically treated and patient was placed on oxygen support for shortness of breath. In (B)(6) 2017, the patient's general condition declined more rapidly and was unresponsive. Continued observation of the responses to the medications and pharmacologic changes were managed for patient's comfort. The patient died due to cardiorespiratory failure with a known history of oxygen dependent copd and chronic heart failure (chf).